Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose due to over treating. The customer reported that they received a motor error alarm. The customer's blood glucose was 39 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with orange juice and cheese. The customer stated that they were unable to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump gave more motor error alarm during troubleshooting. The insulin pump will be returned for analysis.